Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump¿s buttons stick when customer press them. Customer¿s blood glucose was unknown. Customer stated that they had mis enter the information and insulin pump had hairline fracture on screen. Insulin pump will not be returned for analysis.